Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2, pocket e3 had failed and required maintenance. A field service engineer (fse) reseated the drawer controller board connector. The drawer was tested in hardware test application (hta), and functionality was confirmed. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer 3.2, pocket e3 had failed and required maintenance. The customer stated that this malfunction caused the user to dispense medication from another station. However, there were no adverse events or injuries reported based on this event.